Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "charger connection problem" with the pump's usb port. The customer's blood glucose level was 100 mg/dl. No additional patient or event information was provided.